Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that when connected to a patient, the ventilator alarmed for high peep (positive end expiratory pressure). There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was examined by the hospital biomed and there was no recurrence of the reported issue. No information has been received regarding any parts replacement. No service on the ventilator has been requested by the hospital and no ventilator logs were provided. The ventilator has been returned for clinical use. A high peep alarm will occur when the measured end expiratory pressure is above the preset alarm limit for three consecutive breaths. The first remedy action according to the user's manual is to check the patient's breathing system and thereafter the ventilator settings. Due to the limited information provided, no investigation has been possible, therefore the root cause of the reported event has not been determined. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).